Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a scratch on the optic that was observed during handling/prior to insertion. There was no patient contact reported, and the product was not in contact with the patient's eye. The product is not available for return. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter email address: unknown/not provided. Section e1: reporter telephone number: unknown/not provided. Section e1: reporter address: unknown/not provided. Section h3- the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.